Event description:
It was reported that the balloon burst and the catheter fell out on the 3rd day of use.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted irregular balloon burst. No pieces of the sac were missing. Sample was evaluated under microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon burst and the catheter fell out on the 3rd day of use.